Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b) was performed from the date of manufacture, 06-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1 failed to open and it was unable to recover. The field service engineer (fse) had removed the back panel and inspected the u-link on the plunger, discovering that the u link was broken. The fse replaced the u-link plunger and restarted the station, successfully recovering its functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed in 2b and ed main was not recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.